Event description:
It was reported that the lead was explanted due to oversensing of noise which resulted in inappropriate therapy, intermittent output, unacceptable thresholds, and an apparent lead fracture. No further patient complications have been reported as a result of this event.